Event description:
The cusotmer contact reported the device touchscreen did not respond when pressed. The device was returned to the biomedical departemtn for an unspecified reason. No information was provided; therefore, specific patient informaitn, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clincial use. During testing at the user facility, the device touchscreen did not respond when pressed. No additional informatin was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the touchscreen was found to be out of calibration. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.